Event description:
Customer reported: cuff failed after the doctor inserted the tube. Customer reported replacement of the tube was required. Customer confirmed that no add'l harm to the pt. The customer has confirmed that no sample will be made available for analysis.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in out database and monitored through trending.